Manufacturer narrative:
The alarm trace did not contain a conspicuous event. Instrument performance testing was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient serum sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2024, the initial hcg result was 1.01 miu/ml with flag. The doctor questioned the result as it did not match the patient's clinical picture. On (B)(6) 2024, the sample was repeated and the result was 548.6 miu/ml with flag. The repeat result was deemed correct.